Event description:
Prismax continuous renal replacement therapy (crrt) machine filter pressures were steady and an acceptable level. There was no distinct increase in filter pressures. Negative access pressure alarm noted by registered nurse (rn). Access appeared normal. Dropped blood flow restriction (bfr) to alleviate high pressure alarm. Unable to resolve alarm. Rn attempted to return blood to patient and machine allowed it for " 4 ml " but then alarmed with negative access alarm again and did not allow rn to return blood to patient. Labs sent on patient to assess hgb and hct since blood could not be returned. Patient hemodynamically stable. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). Ongoing investigation.